Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that her blood glucose increased to 387 mg/dl due to a bent infusion set cannula. Her blood glucose later increased to 400 mg/dl. The patient experienced chest pains and anxiety. She treated via manual insulin injection. Troubleshooting was declined for the high blood glucose. Additionally, the customer mentioned that she had gone to the ICU for a blood glucose exceeding 600 mg/dl. Her blood glucose had increased due to a steroid shot that she had. She confirmed that the hyperglycemia was not insulin pump related. The insulin pump was not returned for analysis.